Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported "eczema due to an allergic reaction against aquacel foam dressing." It was further reported that the dressing was removed and the patient received corticoids (steroid).